Event description:
The patient was inappropriately treated 7 times by the lifevest. The patient's neurological status at the time of the event is unknown. Atrial fibrillation with rapid ventricular response (af with rvr) and multiple counting contributed to the false detection. The response buttons were pressed one time earlier in the detection sequence of treatment 3 but not immediately prior to shock delivery. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient ended use of the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The electrode belt was returned to the distributor. The monitor has not been returned. Device evaluation of belt has been completed at the distributor. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.